Event description:
It was reported that balloon rupture occurred. The greater than 90% stenosed target lesion was located in the mildly tortuous and severely calcified common femoral artery. An 8.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres in less than 1 minute, the balloon burst. The device was removed and there were no fragments left in the patient's body. The procedure was completed with another 8mm x 100mm x 75cm charger balloon catheter. There were no patient complications reported.